Event description:
Information was received from a patient (pt) regarding an external device. It was reported that she cannot get her system to work, pt states she is trying to charge and has removed battery pack in order to get icons on the screen. Pt states the recharger (rtm) gets real hot and will just shut down, it was clarified the remote just shuts down when the rtm is plugged in; screen goes blank when charging. Pt states when she plugs in will see all three zeros and will clock out. Pt states she's been sent two batteries and two paddles. Pt tried to charge while on the phone and was in passive charge mode seeing all zeros with nothing changing. The patient checked connections for damage as well as try and charge the implant. The issue was not resolved. An email was sent to the repair department to replace the rtm. The agent had a difficult time understanding and hearing patient due to background noise. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed a frayed cable. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.